Event description:
Pt in gi suite (B) (6) 2009 for upper endoscopy; pt transferred to ICU post-procedure where pt developed neurologic changes; urgent CT scan without contrast done with initial read of large area of infarct; add'l report of evolving subacute infarct in right mca distribution thought likely to be secondary to an air embolus. The pt was transferred to another area hosp for hyperbaric oxygen treatment. The pt initially improved and was transferred to the inpatient rehab unit; pt required transfer back to the inpatient unit for medical care where he expired from medical problems unrelated to this event.